Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Technical services (tss) reviewed file and found that most stim off events were created by ins depleting and stim turning off. Tss also noted that pt's diary mentioned pt feeling that stim was off, even though it was still on. Rep had mentioned in may 7 call that pt was programmed at sub-threshold level. Tss sent email to rep today summarizing the file findings (ins depletions causing stim to shut off) and that they should review with pt how sub-threshold programming could be experienced and that pt should focus on pain relief more than having sensation.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller told by pt that stimulation is turning off and it appears unrelated to ins depleting. Pt using sub-threshold stim, so happening to notice that stimulation is off. Pt has kept a diary of events and it is occurring about 1-2x/month since pt started keeping a diary of events on (B)(6) 2023 though it's unknown exactly when the issue started. It's unknown if pt had any scans or treatments around this time that might explain the events. Technical services (tss) reviewed having pt continue to keep a diary of events and to create an file when caller sees pt next. Caller hoping to see pt next week and will call in to create a file. We should get a session file too. 2024-may-13 rtg0583930 (rep): rep met with patient to capture session file. The same issue is still occurring.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.